Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported conditions. The device was found to be within specification during testing. A service history review revealed no issues that could have caused or contributed to the reported issues. The reported conditions gray screen and shuts down were not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegations. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a gray screen, and would shut down . This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.